Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report that soon after starting use of the insulin pump she had high blood glucose readings in the 400 and 500 mg/dl range. Customer stated she thought the infusion set was not inserted correctly. Since the event she has exchanged those infusion sets for quick sets. Nothing further to report.